Manufacturer narrative:
Mw5170573 medwatch was reported 05-30-2025. Complaint (B)(4) was created for this event. The event device was not returned to truecare biomedix-USA for evaluation. Based on the information in the complaint detail, this compounding pharmacy indicated that they were using the device(s) during a pooled batch technique with baxter repeater pump to compound IV epidural medication. Batch compounding (i.e., pooling and then transferring to patient-specific containers) introduces multiple contamination risks compared to direct fill. The complaint of particulates in epidural compounding appears plausibly linked to post-manufacturing use conditions, particularly the use of pharmacy transfer tubing under pressure in a batching process. While the tubing was manufactured to specification, mechanical abrasion, pump-induced stress, or technique-related contamination likely contributed to particulate generation. A combination of strict aseptic technique, single-use compliance, final filtration, and equipment compatibility assessment should be enforced to mitigate recurrence.

Event description:
A compounding pharmacy reported (per mw5170573) that they were using the tcbptt001 device(s) during a pooled batch technique with baxter repeater pump to compound IV epidural medication. Floaters/particulates were found in several batched IV epidural products. There was no patient involvement, and no patient harm. No environmental conditions were attributed to the event.